Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. By report, this was a diagnostic peripheral procedure. Images were obtained by the manufactures catheter device prior to removal. Resistance was experienced when the wire (another manufacturer's device) and manufacturer's catheter device were being removed. Additional surgical intervention was able to remove part of the catheter device. When the manufacturer's device was removed it was found to be kinked and tangled in the wire. No tests/laboratory data was available. Entangled wire. Make and model unknown. The implant or explant dates are not applicable to this device. Device was discarded and not returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the manufacturer's device was stuck in the patient's body. The user was unable to pull out the manufacturer's device and ultimately surgical removal was done. Patient recovered and was released. This MDR is being submitted because medical and surgical intervention was required to remove the catheter device.